Event description:
Same cases as: 2134265-2015-01528 and 2134265-2015-01529. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the unspecified target lesion. However, the opticross¿ imaging catheter was identified as an atlantis¿ pv imaging catheter. Furthermore, reconnection of the catheter did not resolve the issue. Subsequently, an automatic pullback failure occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that there were no damages or failures observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter in order to visualize the unspecified target lesion. However, the opticross imaging catheter was identified as an atlantis pv imaging catheter. Furthermore, reconnection of the catheter did not resolve the issue. Subsequently, an automatic pullback failure occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).